Manufacturer narrative:
Additional surgical intervention of enlargement of pi and additional of new pi (yag) performed on (B)(6) 2018. (B)(4)

Manufacturer narrative:
(B)(4). Work order search- no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -15.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(4) 2018. On (B)(6) 2018 the lens was removed and exchanged with a shorter length lens due to observation of excessive vault, significant reduction of irido-corneal angles, pupil block and angle closure with elevated iop (intraocular pressure).additional surgical intervention (yag pi) was performed on (B)(6) 2018. It was reported that at patients last follow up, vault and iop (intraocular pressure) were much improved.